Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy. While attempting to resect the stomach, the staple line was formed incompletely. The center of the staple line did not form. To correct the issue, another reload was used. There was no patient injury. Patient status is alive, no injury.